Event description:
The function was not working I didn't have exact date, but I had to stop using the feature. The sensor is so inaccurate too I don't know what I am going to do. (Says my average is a1c - 7.2 range actual results are mid 8's wasn't this far off in the past had sensor results 7.2 (actual was 7.5 - 7.7) getting so far off my doctor says to me "you have the worst product on the market" - "used to be best". My a1c for the quarter (B)(6) 2020 was so far off my next a1c will be in (B)(6) 2021 (I don't have exact dates my doctor has the reports) he used to like medtronic but feels the devices are so off now that they are not reliable anymore. FDA safety report ID # (B)(4).